Event description:
The customer reported that they had a sony display that had no power. This resulted in a temporary inability to monitor pts centrally until the customer replaced the display. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. Welch allyn acuity factory service confirmed that the display monitor will not power up, has no power led and no power activity within the monitor. The sony display is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the sources of failure. The customer received a new display per the service agreement. Conclusion: other (replaced per service contract).